Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive escape and act buttons due to moisture damage keypad traces. The pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing o-ring and shifted end cap sticker.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.